Event description:
Mother called and reported that while trying to bolus 1 unit of insulin for her daughter, she received an 04 (occlusion) alarm. The mother had the daughter disconnect from her infusion site and bolus. The bolus delivered successfully. She reconnected her infusion set and administered a bolus successfully. No medical assistance was required. Mother stated that the infusion device is "all beat up". The mother reported that occassionally she will experienced a pause in the delivery while attempting to bolus. The product was requested to be returned for evaluation.